Event description:
Customer called to report a leak under the left side of the unicel dxc 600 synchron system after encountering a low pressure error. Customer stated that approximately 100 milliliters of fluid leaked onto the floor. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) examined the system and found that the cartridge chemistry obstruction errors were associated with a clogged probe, which caused the obstruction detector to leak. The fse replaced the obstruction detector and the sample probe to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4)